Event description:
During shoulder surgery, suture separated from the anchor at the tip. Tip screwed into the bone, the anchor broke and head of anchor still in the bone of the pt. The surgeon did not use a drill guide to pre-drill the bone and the ao-2 finger technique was not being followed but axial alignment was maintained. Another device was used to finish the surgery. There were no injuries or complications reported at this time.